Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller. The device was evaluated. The chiller was found to contribute to the device not cooling. The chiller was replaced. The device passed all applicable testing and is ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature did not decrease. Per sample evaluation results on 12oct2023, it was reported that the hose clamp pinch, hose clamp snap, o-ring, l tube, molded chiller tube were damaged during disassembly. Per follow up information received via email on 24jul2023. The device be sent in for a bd-approved facility for evaluation. The issue was resolved. Pump, dc centrifugal, arctic sun, rohs,(B)(6) and chiller, 230v,(B)(6) was replaced. No patient involvement.

Event description:
It was reported that the arctic sun device temperature did not decrease. Per sample evaluation results on 12oct2023, it was reported that the hose clamp pinch, hose clamp snap, o-ring, l tube, molded chiller tube were damaged during disassembly. Per follow up information received via email on 24jul2023.the device be sent in for a bd-approved facility for evaluation. The issue was resolved. Pump, dc centrifugal, arctic sun, rohs,(B)(6) and chiller, (B)(6) was replaced. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.